Event description:
It was reported that the device was explanted due to the hematoma at the implantable pulse generator (ipg) pocket site. The device was removed completely with no complications, and there was no report of patient harm or injury.

Manufacturer narrative:
Mml reference number: c(B)(4). B2-other: hematoma. Other device explanted model: 8145 description: percutaneous stimulation lead serial number: (B)(6). UDI: (B)(4). The device history record was reviewed. No relevant nonconformances were found that would have contributed to the event. The reactiv8 system was returned and evaluated. No nonconformances were found.

Manufacturer narrative:
Mml reference number:(B)(4). B2-other: hematoma other device explanted model: 8145 description: percutaneous stimulation lead serial number: (B)(6). UDI: (B)(4).

Event description:
It was reported that the device was explanted due to the hematoma at the implantable pulse generator (ipg) pocket site. The device was removed completely with no complications, and there was no report of patient harm or injury.